Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device truly not fire? Yes. Did the device cut and or staple at all? Or is the customer alleging that the device did fire but did not deliver staples appropriately? The device cut but staples malformed. Please clarify the procedure performed as aei received states that the bleeding was from the anastomotic stoma but the stapler was fired on lung tissue and would not cause an anastomosis radical resection of pulmonary carcinoma.

Event description:
It was reported that during the unk surgery, could not fire. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what structure was the stapler fired on given that the device did not fire? Lung tissue. How did the surgeon address the tissue? Lung tissue transection. What was the source of the bleeding? Anastomotic stoma. How was the post-op bleeding identified? Unknown. How many days postoperative was the bleeding identified? 1 day. Was a transfusion required? Unknown. How was the bleeding addressed? Re-operation. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal. Does the surgeon believe that the would not fire condition contributed to the post op bleed and if so, how? Yes. The would not fire condition happened on the 4th fire. The surgeon responded that while firing the 4th reload, it was fired on the staple line of 3rd reload, which caused "would not fire". Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Post-op bleeding, about 1000-1500ml. Re-operation was taken. What is the most current patient health status? Discharged.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested and the following was obtained: it was reported that in the 4th fire, the reload was fired on the 3rd staple line, which caused staples malformed. Used manual oversewing to control the bleeding and complete the surgery. In 2nd day post-op, the patient suffered with bleeding about 1000-1500 ml. Re-operation was taken to control the bleeding. The patient has been discharged.